Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported she switched to a new infusion set and when she primes the tubing manually, the plunger will not move. This has happened three times and customer wants replacement supplies. Customer's blood glucose was 145 mg/dl. He was advised to change his reservoir and infusion set and that replacement supplies would be sent. Nothing further reported.